Event description:
In 2005, the pt reportedly was seen at the center for device evaluation. Testing performed revealed out of range electrode impedances. In 2005, the pt was seen by the surgeon. A determination was made to explant the pt's device. The device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.